Event description:
Boston scientific received information that this right ventricular (rv) lead was suspected to be fractured following the patient's hospitalization due to inappropriate tachycardia therapy as a result of noise. Upon review, all lead parameters were within normal limits and the patient not pacemaker dependent. A revision procedure was performed wherein the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.